Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed to provide adequate flow. The device's blower assembly was replaced to address the issue. Additionally, the machine flow sensor was replaced due to contamination. There was no documentation of component failure. The device was tested and passed all testing.